Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op there was no noticeable damage on the package, part separation was confirmed during exterior inspection when the bur was opened. A part at the bottom of the bur that enters into handpiece was damaged. There was no patient involvement.

Manufacturer narrative:
H3: analysis found there was no damage in the construction of the device. There was no damage to the distal diamond grit tip and no loose components. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches, and the actual measurement was 0.330 inches which was in specification. The inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, ran in forward mode at 12,000rpm, and cut saw bone with no issues. The complaint was not confirmed, no out of specification condition was observed. H6: previously added imdrf annex code b21, c21, d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.